Event description:
It was reported that there was a crack on the battery compartment of the insulin pump. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corrosion on keypad traces. The insulin pump was received with a cracked case on the lcd display window corners, minor scratches on lcd window, broken the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window, cracks on the reservoir tube, and a cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).